Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report a right side deflation. Device has been explanted.

Event description:
Healthcare professional called to report a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening in the posterior side assessed as unidentified( tear) opening. No additional observation. No further actions are required as the device was implanted.